Manufacturer narrative:
Additional information the actual device was returned to the manufacturer for physical evaluation and the complaint was confirmed. The cycler was visually examined and no defects were found. A simulated treatment was performed and failed. An m21-10 ¿motor pump b¿ alarm occurred and the treatment was canceled. A second simulated treatment was performed and was completed with multiple m21-10 motor pump b and m77 encoder flag error warnings. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The teach pumps test failed. Pump ¿b¿ was out of tolerance. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification.

Manufacturer narrative:
(B)(4)- a supplemental report will be submitted upon completion of plant¿s investigation. There was no information provided in the medical records that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s shortness of breath and fluid overload. The patient¿s shortness of breath was likely related to the fluid overload. The patient¿s fluid overload was possibly related to the peritoneal dialysis with fresenius products or non-compliance with the peritoneal dialysis treatment.

Event description:
A peritoneal dialysis patient contact called technical services and stated that the patient encountered patient line is blocked alarms on the liberty cycler for several days. The patient was unable to complete treatment on the liberty cycler and therefore had to revert to manual therapy. The patient contact also stated the patient was also in the hospital for fluid retention. During follow-up with the patient¿s nurse she stated that the patient experienced fluid overload and was admitted to the hospital on (B)(6) 2016. Patient¿s nurse stated the patient had 40 pounds of fluid removed from the patient while he was in the hospital. Patient¿s nurse stated patient had received adequate therapy while using the cycler in the hospital. Patient¿s nurse stated that the issue was with the patient¿s positioning and did not believe that there was an issue with the cycler. The patient¿s nurse stated patient had recovered from the adverse event. Review of the medical records indicated that the peritoneal dialysis patient presented to the hospital on (B)(6) 2016 with shortness of breath and weakness and was admitted. Upon examination the patient had 3+ bilateral lower extremity edema. The patient was diagnosed with volume overload, anasarca, insufficient peritoneal dialysis, and acute respiratory failure. The patient was administered oxygen and had oxygen levels at 95% on 2 liters of oxygen. The patient was treated with intravenous lasix and continued peritoneal dialysis to remove fluid. Although the patient reported compliance with peritoneal dialysis the patient was counseled by the social worker on the importance of peritoneal dialysis treatment compliance prior to discharge. The patient was discharged home on (B)(6) 2016 with plans to follow up with primary care physician in one week.